Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately two months post implant after experiencing sensing and threshold issues. Another rv lead was successfully placed. No additional adverse patient effects were reported.